Event description:
On 18/jan/2023 fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the emergency room (ER) due to low blood pressure (hypotension). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2023 (after completing treatment) with complaints of dizziness. Assessment in the ER revealed the patient¿s systolic blood pressure was in the 60¿s (hypotensive), and the patient was approximately 2.5 kgs below their estimated dry weight (hypovolemia). The patient was given 2000 ml of intravenous normal saline with good effect. The patient¿s blood pressure returned to normal (systolic blood pressure = 100¿s) and the patient was discharged home (observational admission, <24 hours) later the same evening. The pdrn reported despite being reeducated several times, the patient¿s spouse (primary caregiver) continues to utilize only 4.25% delflex even when the patient¿s weight calls for a 1.5% and/or 2.5% delflex. The patient¿s spouse was reeducated again and if the problem persists, the patient will transition to hemodialysis. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo continuous cyclic pd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  A temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the serious adverse events of hypotension and hypovolemia, which required hospital evaluation and volume replacement. Per the patient¿s peritoneal dialysis registered nurse (pdrn), the serious adverse events were attributed to the patient¿s spouse failing to adjust the patient¿s dialysate composition based on their daily weight. The patient should have utilized a 1.5% or 2.5% dialysate, as the patient was below their established edw. Despite the events occurring at the completion of ccpd therapy, the patient¿s pdrn reported the events were unrelated to the patient¿s use of any fresenius product(s) and/or device(s). Hypotension remains a common complication of pd therapy and occurs in approximately >12% of all treatments. Very often, the cause of the hypotension is multifactorial; however, hypovolemia appears to be the most predominant cause. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there is no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
On (B)(6) 2023 fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the emergency room (ER) due to low blood pressure (hypotension). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on 17/jan/2023 (after completing treatment) with complaints of dizziness. Assessment in the ER revealed the patient¿s systolic blood pressure was in the 60¿s (hypotensive), and the patient was approximately 2.5 kgs below their estimated dry weight (hypovolemia). The patient was given 2000 ml of intravenous normal saline with good effect. The patient¿s blood pressure returned to normal (systolic blood pressure = 100¿s) and the patient was discharged home (observational admission, <24 hours) later the same evening. The pdrn reported despite being reeducated several times, the patient¿s spouse (primary caregiver) continues to utilize only 4.25% delflex even when the patient¿s weight calls for a 1.5% and/or 2.5% delflex. The patient¿s spouse was reeducated again and if the problem persists, the patient will transition to hemodialysis. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo continuous cyclic pd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 18/jan/2023 fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the emergency room (ER) due to low blood pressure (hypotension). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2023 (after completing treatment) with complaints of dizziness. Assessment in the ER revealed the patient¿s systolic blood pressure was in the 60¿s (hypotensive), and the patient was approximately 2.5 kgs below their estimated dry weight (hypovolemia). The patient was given 2000 ml of intravenous normal saline with good effect. The patient¿s blood pressure returned to normal (systolic blood pressure = 100¿s) and the patient was discharged home (observational admission, <24 hours) later the same evening. The pdrn reported despite being reeducated several times, the patient¿s spouse (primary caregiver) continues to utilize only 4.25% delflex even when the patient¿s weight calls for a 1.5% and/or 2.5% delflex. The patient¿s spouse was reeducated again and if the problem persists, the patient will transition to hemodialysis. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo continuous cyclic pd therapy utilizing the same liberty select cycler.

Event description:
On 18/jan/2023, fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the emergency room (ER) due to low blood pressure (hypotension). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on 17/jan/2023 (after completing treatment) with complaints of dizziness. Assessment in the ER revealed the patient¿s systolic blood pressure was in the 60¿s (hypotensive), and the patient was approximately 2.5 kgs below their estimated dry weight (hypovolemia). The patient was given 2000 ml of intravenous normal saline with good effect. The patient¿s blood pressure returned to normal (systolic blood pressure = 100¿s) and the patient was discharged home (observational admission, <24 hours) later the same evening. The pdrn reported despite being reeducated several times, the patient¿s spouse (primary caregiver) continues to utilize only 4.25% delflex even when the patient¿s weight calls for a 1.5% and/or 2.5% delflex. The patient¿s spouse was reeducated again and if the problem persists, the patient will transition to hemodialysis. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo continuous cyclic pd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Correction: b2, h6